Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 5/8/2025: this was discovered inside the patient during an acl procedure. The plug and collar did not fit well, and they could not be used. The case was not delayed, and additional anesthesia was not needed.

Event description:
On 04/14/2025, an arthrex subsidiary employee reported via email that an ar-5210 tensionloc¿ collar and plug implant had a fixation force that was weak and as a result could not be used. The case was completed by using another device from a different company. This was discovered during a case (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.